Event description:
Nurse was hanging antibiotic to secondary set. Minibag emptied in less than five minutes. However, maintenance bag appeared fuller. Spiked a second minibag (without medication) and watched it flow into maintenance bag. Tubing changed. Patient was not injured, although may have had medications delayed.